Manufacturer narrative:
The original equipment manufacturer (OEM) reviewed the routers for lot# 13vm528516 and confirmed that during the manufacturing process they performed 100% balloon inflation functional testing which included inflating the balloon through the luer lock activated valve with 60 ml of air and monitoring for 10 minutes, inspecting for leaks, then deflating the balloon by removing all air through the luer lock activated valve. The device history records confirmed that established manufacturing and inspection processes were followed and no discrepancies were found. Retain samples for lot# 13vm528516 were also reviewed, examined and it was confirmed that the samples did meet the product quality specifications. This issue will be monitored through the post market monitoring review process. No additional patient/event details have been provided to date. Should additional information become available, a follow-up report will be submitted. (B)(4).

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. Additional details have been requested but have not yet received. If additional information becomes available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported that after the retention balloon was inflated, the water could not be withdrawn, the nurse had to pull out the inflation port to release the water. No additional details were provided, no patient involvement was reported.